Event description:
First, I want to say I like freestyle libre 14 day, a great product. I called abbott labs as I was concerned about my adhesive allergy. I called twice. The first time ((B)(6)) too busy - kept on long hold. The second call ((B)(6)) someone suggested using skin tac "a liquid hypoallergenic latex free skin barrier." (Never had chance to use it.) On (B)(6) 2019, when it was time to remove the round sensor from my right arm, I had a red ring along with a bruise where the point entered my skin (no marks on left arm). On (B)(6) 2019 dr (B)(6) saw my skin's reaction. He immediately discontinued the product and ordered labs - vit d deficiency and an a1c results - low vit d, a1c - ok. He ordered 1000 vit d qd. I have sore biceps mostly right arm. No signs of infection. Hard to lift heavier items. I would continue losing this product if adhesive wasn't used.